Event description:
Healthcare professional reported, left side "capsular contracture", baker grade unknown. And textured implants removal. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm, as it is a medical event not related to the device. ¿ anxiety-product/procedure: unable to confirm, as it is a medical event not related to the device. Additional observations: ¿ crease fold observed in the surface of the shell. ¿ white calcification observed in the surface of the device.